Event description:
The device recorded episodes of right ventricular (rv) oversensing and non-sustained ventricular tachycardia (vt). In addition, the intracardiac electrogram (iegm) indicated noise. The high voltage impedance value of the rv lead was decreased and out of range. During a device upgrade procedure, the rv lead was partially explanted and replaced. An insulation defect was observed near the suture sleeve. The rv lead was cut and the part of the lead with the insulation defect was retrieved. An insulation defect was also noted near the suture sleeve of the right atrial (ra) lead. The device recorded two automatic mode switching episodes with noise on the ra channel. The ra lead was also explanted and replaced. The patient was stable following the procedure. Related manufacturer reference number: 2017865-2018-12260.

Manufacturer narrative:
The connector portion of the lead was returned in one piece for analysis. Visual examination of the lead found an external abrasion breaching the ring electrode lumen with an abraded cable coating distal to the suture sleeve tie impression. The reported events of insulation abrasion, oversensing, noise and low lead impedance were confirmed. The cause of the external insulation abrasion is consistent with friction to another device or features of the heart.